Event description:
On (B) (6) 2010 a doctor reported that a patient lost two (2) implants, due to unknown causes. It was not specified how long the implant had been in place because the doctor did not provide the exposure date. This is the first of two incidents.